Event description:
It was reported that during a gastrectomy procedure that the hand switch did not activate. Another like device was used. There was no pt consequence.

Manufacturer narrative:
Eval summary: the analysis results found that the device was returned in good condition. The device was tested with a generator and was functional. There were no anomalies noted with the functionality of the switch buttons. It should be noted that the hand activation button on the generator should be on in order for the hand activation buttons to be available on the device. It could not be determined why the device reportedly malfunctioned. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch history records were reviewed with no anomalies noted during the mfg process.